Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, resistance was encountered. Since the iab could not be advanced, it was removed and replaced. There were no pt complications.